Manufacturer narrative:
Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference: (B)(4).

Event description:
It was reported that the instrumentation was blocked or clogged while using the bd vacutainer® trace element serum plus blood collection tubes.